Manufacturer narrative:
Based upon the clinical review, the reported type I endoleak was confirmed. Adequate medical documentation and suboptimal imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre-implant CT scan. Product use might have been incongruent with the IFU due to the near 70 degree angulation of the aortic neck demonstrated two months post implant. Cautionary product use conditions that might have contributed to this event included: an angulated aortic neck; and, the presence of chronic renal dysfunction that might have delayed a diagnosis of an endoleak. Two months post index, there was interval sac growth associated with an angulated cuff on a non-contrasted CT scan. Patient factors that might have contributed to this event included the use of antiplatelet therapy. Forty-seven months post implant, there was evidence to support: type ia endoleak associated with stent migration (telescoping) and lateral movement; and, hyper-dilation of the superior stent margin of the infrarenal stent (stent graft complaint). The patient was discharged on antiplatelet therapy one day after being hospitalized for pre-surgical cardiac evaluation. The family declined endovascular and surgical intervention due to the patient's extensive co-morbities. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, the root cause could not be definitely identified. Factors that might have contributed to this complaint include the angulated aortic neck and the presence of chronic renal dysfunction that might have delayed a diagnosis of the endoleak. The clinical review noted stent migration (telescoping) and lateral movement, and hyper-dilation of the superior stent margin of the infrarenal stent; all of which are possible contributing factors. Use of antiplatelet therapy may have contributed to the endoleak. There was no specific device issue identified in the clinical review.

Event description:
It was reported that approximately 47 months post implant of a bifurcated device and an infrarenal aortic extension the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan demonstrated the patient had an endoleak and interval sac growth. The patient has decided not to pursue a repair.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.